Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/keep ovaries') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: case became serious incident. Previously reported event injury to herself was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, uterine bleeding, menorrhagia and levator syndrome. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine disorder ("uterine issues"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy vaginal trigger point injection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine disorder outcome was unknown. The reporter considered pelvic pain and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: reporter added, medical history added. Event pelvic pain made medically significant and intervention required due to surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, uterine bleeding, menorrhagia and levator syndrome. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced uterine disorder ("uterine issues"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy vaginal trigger point injection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and uterine disorder outcome was unknown. The reporter considered pelvic pain and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/keep ovaries') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine disorder ("uterine issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and uterine disorder outcome was unknown. The reporter considered medical device removal and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-mar-2020: content from plaintiff fact sheet received. Event uterine disorder was added. Product, patient & reporter was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.